Event description:
It was reported by the patient's family the patient had a medtronic valve, an abbott permanent pacemaker, and a home monitor. It is unclear whether the pacemaker was implanted prior to the medtronic valve or after. Additionally, the reason for the pacemaker implant was not provided.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: non-medtronic product ID: abbott permanent pacemaker, lot #: unknown, ubd: unknown, implant date: unknown non-medtronic product ID: 1150 home monitor (manufacturer unknown), lot #: unknown, ubd: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Limited information was reported by the patient's family. This event was conservatively reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.